Event description:
A report was received that the patient was experiencing pain and bleeding. The patients symptoms worsen after leads were pulled.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits additional information was received that the patient was admitted to the emergency room due to continued bleeding. The patient was reportedly doing well. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and bleeding. The patients symptoms worsen after leads were pulled.